Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after clearing notifications, the pump intermittently changed to a ¿random menu¿. At the time of the report with tandem technical support the touchscreen functioned as intended. Customer's blood glucose level was 109 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.